Event description:
It was reported that the patient underwent a posterior spinal surgery at t4-s1. Approximately 6 years post op the patient underwent a revision surgery due to broken rods. During the revision surgery it was found that the head of the screw was broken off the shaft. The rods and screws were replaced. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation however films were supplied for review which found: extensive t4-iliac construct. Interbody cage support noted at l4 and l5. Rod breakage noted at l3/4 bilaterally (first level above 360 degree fusion) where no anterior support provided. Overall construct appears to be well designed and expertly applied.

Manufacturer narrative:
Microscopic examination of the mas revealed pitting both inside and outside near the base of the mas saddle. The pitting in these areas would provide crevices which can promote in vivo corrosion. (B)(4). Microscopic examination of mas head identified crystallographic pitting in the rod saddle / mas head, consistent in location and surface morphology with significant crevice corrosion. Additionally, there are witness marks and plastic deformation near the base of the head consistent with repeated impact. These impactions may have created an initial stress concentration that contributed to initial crack propagation. The nature, location, and corroded surface morphology of the returned implants are consistent with anticipated in-vivo wear due to crevice corrosion.